Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door was jammed and failed to open. This issue prevented access to medications stored within the refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A field service engineer (fse) verified the station and found no failures present. The customer confirmed that the issue had already been resolved prior to intervention. The system functioned as intended after field service engineer investigated the device.